Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-05093. During a follow-up, there were episodes of noise on the atrial channel that resulted in automatic mode switching (ams). The sensing on the right atrial (ra) lead had also decreased. X-ray examination of the ra lead was anticipated and the device was reprogrammed. No further intervention was performed and the patient was stable.